Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that occlusion alarms occur frequently while the device is in use with the patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log verified record of the high-pressure alarm that occurred continuously during pump operate. Functional testing was unable to duplicate the reported problem. It was determined that the most probable cause is a defective downstream occlusion sensor. The device was returned unrepaired per the customer's request. The service history review had no indication that the complaint was related to a service of the device within the review period.